Event description:
It was reported that the 9900 system had a collimator iris potentiometer error and movement error messages. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator potentiometer was calibrated during the service call. The system was tested and found to be working as intended and put back into service.